Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years and 11 months. The pump remains in use supporting the patient; however, the external portion/distal end of the percutaneous lead that was replaced was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that the patient's pump stopped when connected to the power module. The patient remained asymptomatic. The log file submitted to the manufacturer's technical services for analysis showed multiple pump stops and multiple low speed advisories. These events only appeared to be occurring while the lvad was connected to the power module. The submitted x-rays showed an area of concern near the distal end of the percutaneous lead. On (B)(6) 2016, the manufacturer's technical services representative performed an on-site evaluation of the patient's percutaneous lead. An electrical continuity test did not reveal any broken wires. An external percutaneous lead replacement was performed by the manufacturer's technical services representatives. After the repair, no further alarms were observed while the patient was connected to the power module with the use of a grounded patient cable. No additional information was provided.

Manufacturer narrative:
A distal end percutaneous lead (lead) replacement was performed on (B)(6) 2016 and approximately 8 inches of the external portion of the lead was returned for evaluation. Examination of the lead found breakdown of the braided shield adjacent to the terminus of the connector bend relief. The brown wire could be seen through the clear bionate layer of the lead and was visibly fractured. Electrical continuity testing confirmed that the brown wire was fractured and that no additional discontinuities or shorts were present. Visual inspection of the wires found no further evidence of damage or wear. If the exposed conductors of the fractured brown wire contacted the braided shield while the system was operating on the power module, the resulting short to ground would have caused the low speed events, pump stoppages, and power elevations observed on the submitted system controller log file. The observed wire damage appeared to be the result of fatigue failure due to repetitive movement of the lead at this location. The patient remains ongoing on lvad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.